Event description:
A patient reported that their bottom teeth are not level with each other and one of their front upper teeth is sitting lower than the other. The clinical support assessment team identified larger air gaps are still present. The patient was advised to do a 7-day rest period. They gathered the remaining end of treatment confirmation and evaluated for intrusion on teeth #24 and #25. Per senior's review, intrusion on teeth #24 and #25 have improved enough to move forward.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.